Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 2000 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Reportedly, due to the elevated bg, the customer fell and hit their head resulting in a contusion. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and a heart condition (specific heart condition was not provided). Customer declined further troubleshooting for the issue with tandem technical support; therefore, no additional information was obtained.